Event description:
Consumer complaint of high blood results. Customer normal range should be 7-090 mg/dl. Meter is coded correctly. Strips are within expiration date. Reviewed memory results: (B)(6) 10:51am 103 mg/dl. 1(B)(6) 2:57am 108 mg/dl. (B)(6) 1:02am 125 mg/dl. (B)(6) 10:59pm 92 mg/dl. (B)(6)5:50pm 120 mg/dl. (B)(6) 12:08pm 93 mg/dl. Run back to back blood test, 154/157 mg/dl. Customer just ate 30mins ago. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.